Event description:
It was reported that the pump battery depleted faster than expected. The customer's blood glucose level was 140 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.